Event description:
It was reported that a flo-gard solution set had particulate matter described as a small piece of plastic within its drip chamber. This was found during infusion of a non-baxter immunoglobin solution through the central vein of a patient. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: lot number 14e07v480 was manufactured on 05/19/2014 and lot number 14e04v478 was manufactured on 05/15/2014. A batch review was conducted on both lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. The device was received for evaluation. During visual inspection, a white particle was observed within the drip chamber. Material was also noted to be missing from the spike of the device. An infrared scan of the particulate identified it as the same material as the spike as well as matching in size and shape with the missing portion of the spike. The reported problem was verified. The cause of the problem was due to material supplied for manufacturing. The material supplier has been notified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number: the customer reported the lot number to be either 14e07v480 or 14e04v478. Should additional relevant information become available, a follow-up MDR will be submitted.